Event description:
70 year female implanted on (B)(6) 2023. On (B)(6) 2023, patient reported wound and surrounding area is painful. Patient was out of state for 3 weeks and unable to see physician. Patient was advised to go to ER by implanting physician and prescribed antibiotics. Patient was activated on (B)(6) 2023 and "infection was cleared".